Manufacturer narrative:
Internal report reference number: 128077-1. Test strips were returned for evaluation - tests strips are expired, unable to test. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from all meter memory results provided. The customer¿s expected fasting blood glucose test result range is 170-200 mg/dl and afternoon non-fasting blood glucose test result range is 200-210 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 471 mg/dl and 441 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strips are expired: manufacturer¿s expiration date is 11/30/2022 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history:result 1 : 408 mg/dl date: 01-06 time: 02:59 pm non-fastingresult 2 : 401 mg/dl date: 01-06 time: 02:59 pm non-fastingresult 3 : 265 mg/dl date: 01-06 time: 11:00 am non-fastingresult 4 : 290 mg/dl date: 01-06 time: 11:00 am non-fastingresult 5 : 288 mg/dl date: 01-05 time: 07:14 pm non-fastingc